Manufacturer narrative:
See h6 for code updates. Pli 10 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 17-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal lioresal (2,000 mcg/ml at 658.3 mcg/day) via an implanted pump for an unknown indication for use. It was reported that during normal pump replacement the hcp saw a catheter defect. The hcp revised the pump segment of the catheter. There were no known environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 135 lbs and their medical history was asked but unknown. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the "catheter defect" was not determined. It was reported that the catheter had a split side and appeared to be defected and had damage.